Event description:
The user reported the monitor would not hold a charge. The device was returned for investigation. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.